Event description:
It was reported the device displayed error 41622 during bench testing. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was confirmed. There was a system fault 41622 during functional test. Replaced loose chassis-flat gear. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.